Manufacturer narrative:
(B)(4).conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was placed. In the ICU, the drain broke about 10cm from the insertion site when the nurse milked it manually. The drain was reconnected after disinfecting the broken end. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device was returned for evaluation. Visual examination revealed that the drain apparently broke following mechanical damage during its use.